Event description:
Reporter indicated that patient developed an infection at the genrator site. The infection was initially treated with antibiotics and I&d. The generator was later explanted. The lead was left in situ with plans to reimplant a new generator at a later date. The infection has reportedly resolved.